Manufacturer narrative:
A replacement breast pump including the power adapter was sent to the customer and requested the defective breast pump and power adapter be returned for evaluation. The breast pump and power adapter were received on (B)(4) 2014. A product evaluation was unable to confirm the customer reported low suction but had revealed the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. A visual examination of the cord revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.23 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.8 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4).

Event description:
On (B)(6) 2014, the customer reported that her pump in style breast pump had low suction. During the product evaluation on 10/02/2014,the technician observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.